Event description:
A peritoneal dialysis patient experienced an m75 - volume error alarm during treatment and could not bypass to the next step. The patient reset up the machine and noticed fluid within the cycler compartment. The patient visualized a hole in the "soft side" of the cassette. The patient's effluent was clear. The patient took prophylactic antibiotics. The patient finished with manuals. The sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.